Event description:
The physician was performing cataract surgery and stopped using the handpiece when he noted a corneal burn near the area of insertion. The physician removed the handpiece from the operating field and used a replacement handpiece to complete the surgery.